Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 5.7. Second test inr = 5.0. Third test inr=4.5. Per text" nk in 2008, pt on lovenox, anemic due to gastro intestinal bleeding". This is adverse event case.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070510. First test inr = 5.7. Second test inr = 5.0. Third test inr = 4.5. Mean = 5.1; sd = 0.60; %cv = 12%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Per text "nk-2008, patient on lovenox, anemic due to gastro intestinal bleeding". Caller didn't follow package insert. Products misused. Since serious injury was reported. This case will be filed as adverse event. Products will be tested.